Event description:
On 10-sep-2024, intuitive surgical, inc. (Isi) received FDA medwatch report with user facility report #(B)(4) stating: "the fenestrated bipolar forceps instrument was placed in robot, it was pushed into the abdomen, as soon as it came out of the trocar it turned to its side, took instrument out and tried putting it back in, it did the same thing, instrument was never used, we got a new instrument." The procedure was completed as planned. Isi followed up with the initial reporter to obtain additional information on the reported issue; however, no further additional information is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.